Event description:
On 04/08/2010, abbott point of care was contacted by a customer who reported the I-stat pt/inr cartridge yielded a, finger stick, inr result of 6.9. Repeated I-stat pt/inr cartridge yielded a, finger stick, inr result of 5.3. Different sample tested using a lab instrument yielded an inr result of 3.86.